Event description:
A consumer reported noticing foreign substance around the nozzle and tip of their bottle complete multipurpose solution easy rub formula. No patient injury occurred.

Manufacturer narrative:
Retain unit from reported lot was submitted for microbiology testing and found to be within specification. Retain results demonstrate that the solution was sterile when distributed. Evaluation of the opened complaint unit showed the solution to be within specification for visual and chemical criteria. Microbiology evaluation of returned solution was positive for bioburden. Based on product evaluation results, it appears that user handle contributed to the event.